Manufacturer narrative:
Investigation eval: the device was returned without the clip; therefore, a functional test could not be performed. The proximal end of the drive wire remains securely attached to the handle and the hook at distal is intact. However, the hook appears to be slightly opened. The opening of the hook at the distal end of the drive wire is evidence of the cause of the effect of difficulty to deploy the clip. Separately, a small bead of material from the bonding process exists on the side of the drive wire about 2cm from the hook at the distal end. The sheath was cut away from the coil assembly to view the inside of the bond site that attaches the coil assembly to the coiled sheath. It was observed that the bond penetrated through the sheath and deposited a small bead onto the drive wire. It is believed that the bead of material in the drive wire 2cm from the hook was located inside the sheath where there is sufficient clearance once the device was fully assembled and did not contribute to the cause of the report. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Prior to distribution, all disposable hemostasis clips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.

Event description:
During an esophagogastroduodenoscopy (egd), a cook instinct hemoclip was used. The clip was attached the the tissue site, but would not separate from the catheter [of the deployment device]. The pt did not require any additional procedure due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.